Event description:
Healthcare professional reported, a right side "the seam was leaking". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3.

Event description:
Healthcare professional reported a right side "the seam was leaking and "the device was implanted longer than 6 months." Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "the seam was leaking and "the device was implanted longer than 6 months." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ use error: it is observed that the device was implanted approximately ten months. ¿ deflation: observed more three openings on anterior side assessed as surgical damage per rga and observed opening on anterior (insert/shell bond edge) side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.